Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sherlock 3cg plus was visually inspected upon receipt and was found to be in good physical condition. The reported issue of the unit freezing while using a sherlock is unconfirmed. The unit was tested with an in-house sherlock and functioned properly with no issues. There is no root cause due to the reported issue being unconfirmed.

Event description:
Per dm: the unit freezes during procedure, when the ECG leads are attached.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
Per dm: the unit freezes during procedure, when the ECG leads are attached.